Event description:
It was reported by the patient's relative that the patient's right ventricular (rv) lead threshold had increased. Follow up was attempted and no further information regarding event could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 5086mri implantable pacing lead implanted: (B)(6) 2013. (B)(4).